Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828811pl) was implanted on (B)(6) 2016, with a setting 4. On (B)(6) 2017, the patient setting was set to 5. The patient had magnetic resonance imaging (MRI) on (B)(6) 2023 and was set at 5. On (B)(6) 2025, the patient had a cranial MRI for a 2-year follow-up. However, the shunt was moved and set at 8. They were unable to set the valve to 5. Therefore, a reprogramming was done under fluoroscopy, and the shunt was still set to 8. Due to the issue, the valve was removed and replaced on (B)(6) 2025. The patient did not experience any signs or symptoms due to the product issue. The patient condition is stable.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The certas valve (ID 828811pl) was returned for evaluation. Failure analysis: the position of the cam when valve was received was at setting 8. The valve was visually inspected; 1 suture attached on the lateral part. The valve irrigated and no defect was noted. The valve was hydrated. The valve failed the test for programming. The valve passed the test for occlusion, leak, reflux, and pressure at setting 8. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the rotating construct. Root cause analysis: the root cause for the issue reported by the is due to biological debris and protein build up interfering with the valve, at the time of investigation, biological debris were found and as mentioned in the instruction for use (IFU): "accumulation of biological matter within the valve can: cause difficulties adjusting the valve setting with the tool kit".

Event description:
N/a.